Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 with the cause of death noted as a stroke. Additional information was requested; however, none was provided.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned for evaluation. A root cause for the reported event and a correlation to the device could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.